Event description:
The dealer alleges both motors have had to be replaced for locking up. The wiring harness and motors are allegedly very hot to the touch. No injury is alleged.

Event description:
The dealer alleges both motors have had to be replaced for locking up. The wiring harness and motors are allegedly very hot to the touch. No injury is alleged.

Manufacturer narrative:
No injury is reported. Dealer alleges the wiring harness and motors are hot to the touch. The motors are not accessible to the user. The motors are metal encased and will dissipate heat after use. Product has not been returned for evaluation at this time, so it is unk if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. Filing solely on the user's allegation of hot motors. Malfunction is not confirmed. Manufacturer is attempting to obtain product for inspection.

Manufacturer narrative:
(B)(4). Follow-up #001 - initial (B)(4) issued mfg report #1525712-2011-00184. The base, controller and joystick were returned for an evaluation. The chair base was connected to a set of charged batteries and responded to all commands given through the joystick. All four drive modes were tested. The temperature was checked on the wiring harness and motors. Both were within specifications. The incident could not be duplicated. No indication of a malfunction. No injury is reported. Dealer alleges the wiring harness and motors are hot to the touch. The motors are not accessible to the user. The motors are metal encased and will dissipate heat after use. Product has not been returned for evaluation at this time so it is unknown if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. Filing solely on the user's allegation of hot motors. Malfunction is not confirmed. Manufacturer is attempting to obtain product for inspection.